Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failure error. The customer¿s current blood glucose level was 200 mg/dl at the time of the incident. The customer reported the error alarm during normal use. The customer did troubleshoot the issue and the error reoccurred. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. However, pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.